Event description:
A cannulated screw implanted in 2001 for a slipped capital femoral epiphysis, broke post operatively and was explanted on event date. In 12/01 - screw was implanted for a right slipped capital femoral epiphysis. Screw was noted as broken 1 day prior to event.